Event description:
It was reported to philips that the system displayed the message "image space low".the device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned/non-emergency procedure. The procedure was completed as planned after the user deleted old images off the system to make space in the system's memory. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting and assessment of the logfiles determined that the free disk space, in particular, was low. The fse rebuilt the patient database. After rebuilding the patient database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.